Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported that her cgm value was high; however, she felt like passing out. She did not have her glucometer with her at the time, so she ate some cookies while someone called emergency medical services (ems). Her bg per ems was 60 mg/dl. The paramedics stayed with her for approximately 25 minutes until she was able to ambulate. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.